Event description:
It was reported that infusion set that did not stick properly during insertion and patient had high blood glucose levels and was treated with insulin pump on 23 mar 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 8021545. Manufacturing site: 8021545.